Manufacturer narrative:
The event occurred sometime in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set disconnected from the non-baxter set. There was no leak or blood loss observed. No defects were noted on the product or packaging and no assist tools were used to make the connection. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.